Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that he had the pump while on vacation and it started to alarm button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.